Event description:
Information received from the field notes that the patient presented to the clinic and interrogation of the device showed dashes for several parameters. The measured battery voltage was 2.40 v, indicating eri. When the mode was changed to vvi, a message was displayed that the device was non-responsive. The patient was pacemaker dependent.